Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's lead was uncomfortable. The patient felt the lead was tugging on him. The patient underwent an explant procedure. No device malfunction was suspected.